Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the display on the infusion device is damaged. Pt reported changing the batteries but no success. Pt reported, the infusion device switched off without an error message and the display was blank. Pt stated, he saw no results. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.